Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A hole was observed near the tubing in the top of the balloon. The balloon was removed and replaced. The system was then cycled and observed to be working properly. No further complications were reported in relation to this event.